Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted along with concurrent hysterectomy, laparoscopic sacral colpopexy, posterior colporrhaphy and cystourethroscopy on (B)(6) 2012 due to enlarged uterus, pelvic prolapse ,cystocele, enterocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure for stress urinary incontinence/pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent revision/excision procedure on (B)(6) 2012. It is further reported that the patient experienced pain, erosion of internal bodily tissue, substantial physical deformities, and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.